Event description:
Before used in the patient, the device was open and the tip of the neuroscout guidewire (601314/(B)(4)) was fractured, so it couldn't be used. There was no patient injury and the device will be return for analysis

Manufacturer narrative:
Before used in the patient, the device was open and the tip of the neuroscout guidewire (601314/234951) was fractured, so it couldn't be used. There was no patient injury and the device will be return for analysis. No further information was provided. The device three coil bonds were intact. A sharp bend or kink was observed in the distal portion of the guidewire, about 9.5 cm from the tip and about 0.5cm from the proximal bond. Around the kink there was observed several blue threads attached to the coils. A device history review was performed and no known non-conformities were found. The reported event of fractured guidewire was not confirmed owing to the observed conditions. Testing strongly suggests that it is not possible to load the guidewire tip into a hoop, place a bend of this type into the guidewire and not have awareness of the damage. The cause of the bend cannot determined. The blue fibers are not present in the area where final inspection or bulk packing occurs. These more likely became attached after the bend was observed and the guidewire was allocated for return.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.